Event description:
Information received by medtronic indicated that the customer reported pump had stopped working, received pump error 4 and was unable to clear the alarms. Troubleshooting was performed and partial display found as time clock was not visible on screen. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and the pump will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
No pump error 4 alarms occurred during testing. Unresponsive enter button found during testing. Test p-cap locked into reservoir tube successfully. Unable to perform the displacement test and the self test. No partial display was noted during testing. Pump error 4 alarms were found in the history files on 11-aug-2023 from15:29:03.00 to 16:05:00.00 due to timeout in the ipc driver. Pump error 63 variable 12 was found in the history files on 11-aug-2023 at 16:07:01.00 due to arm watchdog failure. Pump was cut open and found a corroded home switch, a corroded da2 chip and corroded j1/pcba 1 connector on the pcba 1, a corroded keypad flex tail, and moisture damage on pcba 1, pcba 2, motor, and the force sensor. The following were noted during visual inspection: cracked retainer, stained keypad overlay, pillowing keypad overlay, keypad overlay texture damage, battery tube threads - cracked, cracked case (battery tube), label damage (peeling). In summary, customers alleged pump error 4 were confirmed through the pump history download due to a hardware error. Pump error 63 variable 12 was confirmed in the history files due to a hardware error on the arm watchdog. Pump exposed to moisture confirmed on pcba 1 and the force sensor. Pump exposed to moisture confirmed on pcba 1, pcba 2, motor, and the force sensor. No partial display was observed during analysis. Partial display not confirmed. Unresponsive keypad confirmed due to corroded keypad flex tail, corroded j1/pcba 1 connector, and a corroded da2 chip on the pcba 1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.